Manufacturer narrative:
Device remains in the patient and few details were provided in regard to this event. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
It was reported that a patient implanted with the charite artificial disc has experienced on-going pain following implant for ddd at l5/s1. As this could result in the need for surgical intervention. An MDR is being filed to document this event.